Event description:
It was reported that the patient presented for replacement of the right ventricular (rv) lead due to loss of capture and low pacing impedance. The lead was explanted and replaced. The patient was stable.